Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and helix mechanism issue. The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for a post operative routine follow up in clinic. It was noted that capture thresholds were high. It was confirmed that the right ventricular (rv) lead was dislodged. The dislodgement was caused by myocardial problem or insufficient tension on the rv lead. The patient was brought in for a procedure during which the rv lead helix would not retract effectively. The rv lead was therefore explanted and replaced. The patient was stable.